Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. A new cartridge was loaded, and insulin delivery was resumed. Reportedly, the customer went to the emergency room with an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A correction injection via manual injection was administered to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.